Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, a balloon rupture occurred. The de novo lesion was located in the non-calcified and non-tortuous distal left circumflex (lcx) artery. The percent of the stenosis is unknown. The maverick2 15mm x 1.5mm balloon catheter was advanced to the lesion, however, upon inflation, the balloon ruptured at 5atms after 5 seconds. The balloon was removed intact from the patient. The procedure was completed with another manufacturer's device. No patient injuries or complications were reported. The pt's status is reported as "stable".